Event description:
This customer reported that premature infants can have a skin reaction (peeling of skin) in the area where the led light is directed. There was no serious injury as a result of this report.

Manufacturer narrative:
The customer reported that premature infants can have a skin reaction (peeling of skin) in the area where the led light is directed. There was no serious injury as a result of this report. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.